Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed on (B)(6) 2016 that the cutting knife has broken from the base, it was found to be about 5mm shorter than the specified by not entirely protruding from the tip of sheath. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Omsc assumes that the local cutting knife became extremely hot since the length of the contact between the cutting knife and tissue was too short while activating output and this caused the breakage. The device instruction manual warned users that "if the electrosurgical unit is used in certain conditions such as in the coagulation mode, when high-frequency output is set too high, when the activation time is too long, or when the length of the contact between the cutting knife and tissue is too short, deformation or breakage of the cutting knife can occur.", " if the cutting knife is dropped, be sure to collect it using grasping forceps." This report is being submitted as a medical device report in an abundance caution.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy, the cutting knife broke and came off into the patient. The doctor tried to retrieve the cutting knife with a biopsy forceps, but could not retrieve. After that, the doctor completed the procedure by using another device. The patient is hospitalized on schedule. The doctor has been searching for a cutting knife that was dropped into the body of the patient in the x-ray. There was no report of patient injury regarding this report.